Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that that the patient underwent an implantable pulse generator (ipg) replacement procedure due to difficulty in charging the ipg. The patient was doing well postoperatively, and the explanted device was kept by the medical facility.